Event description:
This is a medical device report received from a physician via the biocompatibles, inc. Distributor in belgium. The report was received in the (B)(4) 2011. The physician confirmed that during a brachytherapy procedure that was performed on the (B)(6) 2011 there was an issue with 2 seeds jamming in the mick applicator. As a result of the jam anchorseed coating was removed from the seed. The physician continued with the implant, implanting the seeds naked and without coating. No adverse event or patient harm was reported as a result of this device report. Submission of this report does not constitute an admission by btg that the product caused or contributed to an adverse effect.

Manufacturer narrative:
Comment: a physician complained that during a prostate brachytherapy procedure, the mick applicator jammed, at which time it was noted that the jam was due to a seed coating capsule that had come off (with the naked seed having been injected). There was no report of any harm because the potential for harm did exist for several reasons. First, the extra time taken to clear the jam could result in a longer-than-planned procedure and a greater exposure of the patient to general anesthesia. The longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia increase these risks. In addition, a seed was apparently placed without the coating, which is intended as an anchor. There is therefore a potentially increased risk of seed migration to an alternative location, possibly even the lung or brain if it reached the general circulation, where it could cause the significant damage due to vascular occlusion, radiation injury, or the development of radiation-induced malignancy in those locations. Accordingly, this case was medically reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has bee reopened for additional investigation and analysis. This is ongoing at the time of reporting.